Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 6:45pm on (B)(6). The patient reported obtaining blood glucose readings of 197, 211 and 160mg/dl on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "headaches, sweating and slurred speech" thirty minutes after the alleged issue began. The patient reported that a non-hcp treated these symptoms with 1000mg of metformin. The patient denied testing on any other device. At the time of troubleshooting the cca walked the patient through a control solution test. The cca discovered that the meter's cal code was incorrect. The code was corrected and the control solution test passed with results within the range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms and required treatment from a third party after the alleged issue began.